Event description:
A report was received that the patient will undergo a revision procedure due to lead fracture.

Manufacturer narrative:
Additional information was received that the revision procedure was cancelled.

Manufacturer narrative:
Model number/ catalog number: sc-2218-70, serial number: (B)(4), batch/ lot number: 15099327, model/ catalog description: linear st lead kit 70 cm.

Event description:
A report was received that the patient will undergo a revision procedure due to lead fracture.